Manufacturer narrative:
The medical records have been received. A supplemental report will be submitted upon completion of the manufacturer's physician assessment of the reported info and plant's investigation.

Event description:
The peritoneal dialysis patient reported she experienced and overfill and was subsequently hospitalized due to shortness of breath and congestive heart failure. Clinic notes have been received.